Manufacturer narrative:
(B) (4). Results and conclusions summation - product performance engineering reviewed the incident information. No leaks were noted during preparation for use, which may suggest that the balloon was not damaged prior to use. In this case, the lesion was mildly tortuous, moderately calcified and 90% stenosed, which likely contributed to the difficulties experienced. It is possible that the balloon material was damaged during interactions with other devices and/or the tortuous and calcified lesion, such that the balloon ruptured upon inflation attempt. Although there does not appear to be any indication of a product quality deficiency, a definitive cause for the reported balloon rupture cannot be determined.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the target lesion was the distal lcx with mild tortuosity, moderate calcification and 90% stenosis. The 2.5 x 12 mm nc voyager balloon catheter ruptured at 6 atm when inflated for the first time. Thus, the lesion was dilated with another company's balloon catheter and another company's stent was implanted. There were no reported patient effects. No additional event or patient information is available.